Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the autoclavable camera head exhibited e226 scope communication error code. When this camera head is removed from the otv, the error code no longer displays. When other known reliable camera heads are inserted into otv, the error code doesn¿t display. The issue occurred during a therapeutic laparoscopic appendectomy that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.